Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Four days after onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Beginning on the day of hospitalization and continuing for the next four days, the patient was treated with unknown intravenous antibiotics (medication, dosage, and frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. After five days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.